Manufacturer narrative:
The ICD remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a high shock impedance value was detected by this implantable cardioverter defibrillator (ICD). Information from the field stated the impedance values were at 115 ohms; with no intervention at that time. The patient was later entered for induction testing to evaluate shock impedance measurements. During the assessment, it was observed that previous measurements had occasionally exceeded 125 ohms. Induction testing was then performed without identifying a single anomaly and with shock impedances registering around 90 ohm in correspondence to a 41 joule shock. The physician considered the system to be working properly and no additional intervention initiated. No adverse patient effects were reported.